Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw on the vasoview 7 xs would not close entirely around the branch. The blades did not close all the way. A replacement device was used to completed the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).